Event description:
According to the literature article titled "the aortic root replacement with the freestyle stentless bioprosthesis for infective endocarditis associated with aortic annular destruction" the sjm valve was explanted due to endocarditis. During the procedure, prosthetic valve dehiscence was observed. The patient underwent an aortic root replacement. Av-rv fistula closure, and a larger 23mm bioprosthesis from another manufacturer was implanted. The patient was in stable condition postoperatively and discharged.